Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The ovd (ophthalmic viscoelastic device) is not an implantable device. If explanted; give date: n/a (not applicable). The ovd (ophthalmic viscoelastic device) is not an implantable device; therefore, not explanted. (B)(6). The ovd (ophthalmic viscoelastic device) is not returning for evaluation as it not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a healon pro ovd (ophthalmic viscoelastic device) that was used during a cataract surgery on a left eye. At the preoperative vision the patient's iop (intraocular pressure) measured to be 16 mmhg. At the 1-day postoperative study visit, the patient had a spike in iop (intraocular pressure) 32 mmhg. The ocular hypertension was treated with apraclonidine drops. The site indicated that the event is ongoing at study exit. A secondary surgical intervention was not performed. The investigator considered the event not serious/sight threatening, possibly related to the device and anticipated. No further information provided.